Event description:
It was reported that the implant failed due to the neck of the implant fracturing at site #14.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and what appeared to be bone fragment on the surface and a fracture at the threads near the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device location is #14 and was used for approximately 2 years 6 months. Complainant reported that the implant failed due to the neck of the implant fracturing. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.